Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first clip was implanted successfully, however there was no reduction in mr. During positioning of the second clip (80718u109), changes were observed in the jet. An attempt was made to reposition the clip; however, the clip got caught on chordae causing a chordal rupture. The clip was freed and implanted. A third clip was implanted, without issue; however, mr remained at 4. The patient was sent for a surgical intervention. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve tissue damage (chordal rupture), is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. All available information was investigated and the reported clip becoming caught in chordae appears to be due to the user technique (physician repositioned the clip and the device became caught in the chordae). The reported chordal rupture appears to be a result of procedural conditions of difficulty removing the clip from the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.